Event description:
It was reported that during a lap cholecystectomy, the device was fired once outside the patient properly. The surgeon inserted the device into the trocar, the clip fell into the patient and was removed. The third clip was fired and it did not clip all the way, there was a gap. Another device was used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.